Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, femoral recon nail insertion was not possible after reaming. It was reamed deeper with a 14mm drill bit then the insertion of the nail was possible, and it reached the isthmus. The procedure was successfully completed with a thirty (30) minute surgical delay. There was no patient consequence reported. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity unknown). This report is for one (1) femoral recon nail. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, femoral recon nail insertion was not possible after reaming. The proximal hole was reamed or drilled deeper with a 14mm drill bit without the sleeve then the insertion of the nail was possible and it reached the isthmus. The procedure was successfully completed with a 30-minute surgical delay. There was no patient consequence reported. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complained issue could not be replicated and/or confirmed based on the available information incl. Pictures and/or x-ray¿s. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.